Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had dislodged and failed to capture. It was also noted that the lead was causing extracardiac stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is part of the system longevity study.